Event description:
Patient arrived to 5fu disconnect appointment, found to have white dried powder residue on patients 5fu chemo pouch and loose tubing connection. Patient was using smiths medical cadd extension set (ref 21-7047-24) and smiths medical cadd pump (ref 21-7308-24). Ref report: mw5170389.